Manufacturer narrative:
H6 type of investigation code was updated. H11 updated additional manufacturer narrative due to new information that was received. The impella device was removed and discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted via percutaneous left femoral artery with an impella cp for mechanical circulatory support. The impella cp was positioned underneath the papillary muscle and hemolysis occurred. Imaging was used to check the pump position and it was against the mitral apparatus. The pump was repositioned at bedside and hemolysis resolved.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the hemolysis was not determined as the hemolysis resolved with repositioning per clinical details but the cause of the positioning issue was unknown. The root cause of the positioning issue was not determined due to insufficient clinical details and unreturned product for further investigation.